Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports that the tip of dilator is too blunt to insert the swg (spring wire guide).

Manufacturer narrative:
Qn#(B)(4). The customer returned one product lidstock and dilator for evaluation. The dilator body contained a few bends. Microscopic examination of the distal tip revealed it was split and frayed. The bends and tip deformation are damages consistent with undue force being applied to the tip. The total length of the dilator body measured to be 101 mm which is within specifications of 95.2-108 mm per product drawing. The outer diameter of the dilator body measured to be 2.86 mm which is within specifications of 2.81-2.87 mm per product drawing. The inner diameter of the tip could not be measured due to the amount of damage. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage." The customer report of a blunt dilator was confirmed by complaint investigation of the returned sample. The dilator tip was frayed and split, giving it a "blunt" appearance and the body of the dilator contained a few bends. The damage seen is consistent with undue force being applied to the dilator tip. The sample passed all relevant dimensional testing and a device history record review was performed with no relevant findings. Based on the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the tip of dilator is too blunt to insert the swg (spring wire guide).